Event description:
The customer contacted baxter's technical service center regarding a system error (se), which occurred on the homechoice during use. The patient was connected. The patient stated that they had had either a se 1067 or se 1069. The baxter technical service representative (tsr) had the patient go through the alarm log and it only showed a se 2367. The patient wanted the hc swapped. The tsr initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2367. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient stated the sample was discarded and they did not know the lot number of the supplies since they had started a new box of supplies. The patient stated they have been continuing therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2367 was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was related to the patient not properly priming the disposable set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.